Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and later completed. No adverse effects were reported and the explanted unit is expected to be returned for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Code 1003 was confirmed to have been recorded. External visual inspection of the device noted no anomalies. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The battery voltage was lower than expected, but still supported full device function. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a low-voltage capacitor connected to the device¿s battery. This capacitor is used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of this capacitor resulted in a high current drain, which was depleting this device¿s battery faster than normal.